Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing on this electrode, leading into inappropriate shock therapy. Technical services (ts) provided troubleshooting options. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction h6, code added: e2104.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensing on this electrode, leading into inappropriate shock therapy. Technical services (ts) provided troubleshooting options. Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.